Event description:
It was reported that a dell handheld computer's screen was freezing. Resetting the device resolves the issue, but it continues to occur. The product has been returned to the MFR for analysis.